Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine and dilaudid via an implantable infusion pump. It was reported that the catheter was leaking 9 years ago (approximately (B)(6) 2006). It was also noted the patient went through withdrawal in 2007-2008, and the pump quit and the catheter was leaking. There was no information reported regarding the circumstances which led to the catheter leak or the pump quitting working, what specific symptoms the patient had at the time of the leak, nor interventions taken to resolve the issues. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.